Event description:
The service and repair department documented that the hand piece for battery powered driver (screwdrivers) serial number (B)(4) was running slow and sounded like it is struggling to run. This was found during testing, and there was no surgery involved. Another device, hand piece for battery powered driver, serial number (B)(4) was also running slow and sounded like it was struggling to run. This was found in or, there was no negative impact to patient, and no time delay. There was another one available in or. There is no surgical information available. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part was initiall returned for evaluation, but was misplaced.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that the item was previously returned for service on (B)(4)2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2014 and reported the device is running slow. The previous service condition of motor failure is relevant to the current complained issue of the device is running slow. The manufacture date of this item is 22-mar-2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Additional evaluation was conducted. The report indicates that the customer reported the device was running intermittently. The repair technician reported the membrane vent was damaged, and the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.